Manufacturer narrative:
Continued: this device is not available for sale in the united states, therefore no 510k available. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occurred at the service facility in (B)(6). The reported is image disturbance during angulation involving pentax demo video colonoscope model ec38-i10f2/serial (B)(4). The event occurred during inspection at the workshop. There was no adverse event reported with this complaint.